Event description:
Hcp reported "patient received large bolus of bacl which could not be accounted for by the programming. Patient remained intubated and on a ventilator for several days." No report of device explantation. A follow up report will be sent when additional information is received.